Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before implanting the intraocular lens (iol), the surgeon observed under the microscope that the injector tip was bent. There was no patient involvement. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/9/2017. Device returned to manufacturer? Yes. Device evaluation: the plunger component was observed in advanced position. The cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using microscope magnification was performed. The lens of the preloaded system was observed stuck at the cartridge tube (near the tip). The cartridge tip was observed deformed, confirming the reported issue. Evidence of viscoelastic residues was observed in the cartridge tube and tip. The conditions observed are consistent with a unit that has been handled and prepared for surgical use. The reported issue of ¿tip deformed¿ (bent) was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.